Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported ultrasound did not work during an ocular procedure. The cassette and handpiece were replaced without success. The system was restarted and the procedure was completed without patient harm. Additional information has been requested; however, no further information has been received.

Manufacturer narrative:
Additional information has been provided in g.1, g.2, h.6 and h.10. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).